Manufacturer narrative:
Philips service replaced the power inverter (point) and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy intermittently failed due to high resonance frequency in point on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.